Event description:
Rptr complains of neurological damage, connective tissue disorder, polymyositis, constant pain & numbness. She does not have full use of right arm. She has neck problems, & disrupted sleep. Implants ruptured.